Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported tamponade. Review of the device history record was not possible as the lot number is unknown. The cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2019-00190, 3008452825-2019-00191, 3008452825-2019-00192, 3008452825-2019-00193, 3008452825-2019-00194, 3005334138-2019-00218, 3005334138-2019-00219. During a ventricular tachycardia procedure, a cardiac tamponade occurred. Several minutes after ablating the right ventricle, the patient became hypotensive. Transesophageal echography revealed a tamponade. A thoracotomy was performed to stabilize the patient. There were no performance issues with any abbott device.